Manufacturer narrative:
The investigation was unable to determine a definitive assignable cause for the events. Precision tests performed to assess the instrument performance were within acceptable guidelines, indicating the vitros 350 instrument was performing as intended. However, a review of quality control data shows that results are not meeting expectations for accuracy or precision, therefore, a reagent issue cannot be ruled out as a contributing factor. Additionally, due to evidence that the storage and handling of the qc fluids may be an issue within the laboratory, pre-analytical qc fluid handling cannot also be ruled out as a contributing factor.

Event description:
A customer obtained one higher than expected and two lower than expected vitros phyt results from vitros quality control (qc) fluids using vitros phyt slides on a vitros 350 chemistry system. Phyt result for vitros tdmii lot k5350 of 35.59 ug/ml versus an expected baseline mean of 15.9 ug/ml phyt result for vitros tdmiii lot l5351 of 25.18, 26.74 ug/ml versus an expected baseline mean of 33.54 ug/ml biased results of the direction and magnitude observed could lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros phyt results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4)/ivd (b)(4.